Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number anomaly was noted on the display. The insulin pump had a cracked case at the display window corner, cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
It was reported that the buttons on the customer's insulin pump was were scrolling without input and a button was not working. Her blood glucose level was 198 mg/dl. The insulin pump was exposed to perspiration. She was advised to discontinue use of the pump and revert to a back-up plan. Two cracks in the upper corners of the display were also mentioned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).